Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device found signs of wear (nicked, gouged, discoloration) and is also fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found x-ray shows spacer to have pushed out of position into the patellofemoral space. Patient has weakness, pain, swelling and numbness in left leg with rom 30-70 degrees, unable to do a straight leg raise, effusion, sensation intact in all dermatomes. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00541401501, femoral component, 61894475. 00542000800, patella, 61924087. 630700200, tibial tray, 61927583. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02496.

Event description:
It was reported that the patient underwent left knee revision approximately 8 years post implantation due to pain and dislocation of the poly.